Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-9 alarm hasn¿t been identified; however, f-38 (malfunction in tube misloading detection circuitry) alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be damaged battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-9 alarm (slide clamp alarm (software version 1.09 or later)). The identified condition was before use. There was no patient involvement. No additional information is available.